Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2018 during which the surgeon noted the doctor buried the previously placed mesh as he thought it would be too dangerous to her small bowel contents to remove it. It was reported that the patient experienced severe pain, nausea, chills, inflammation, stress and anxiety. No additional information is provided.